Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred between the solution bag connection point and supply line of a homechoice cassette. This occurred during setup for automated peritoneal dialysis therapy. This was observed when the patient connected with the cassette during patient set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.